Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient also still had concerns with their device or therapy, but had not sought further help from their hcp.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the fifth day of the trial the lead wire broke. The health care provider (hcp) reportedly stated that, since the patient had a 50% reduction in symptoms, they were ok to go onto the permanent implant.

Event description:
It was initially reported one of the trial patient¿s screening cables disconnected. The external neurostimulator (ens) wire/external part broke and the ens was not working. The patient had been getting good results. Adjustments had occurred. The temporary wire reported frayed and broke during the trial. Stimulation was not able to be adjusted due to the broken wire. There was a reported fall, but the fall occurred 2 days after reported break. The patient recovered without permanent impairment.

Event description:
Additional information received from the patient reports the representative helped her during the trial because she had a string broke on the 10th day of the trial.